Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling, twinges, pain, fluid".

Event description:
Patient reported "right prosthesis replaced in due to cancer." Not related to device. Device has been explanted. Patient later reported "constant problems, swelling, twinges, pain, fluid, and prosthesis about to rupture (as reported)." And was treated with antibiotics, anti-inflammatory and analgesics.

Event description:
The device has been replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "scar descent, seroma, contracture (baker grade unknown), hospitalized with severe pain, constant problems, swelling, twinges, pain, fluid, and prosthesis about to rupture (as reported)." Patient was treated with antibiotics, anti-inflammatory and analgesics. Device remains implanted.